Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with true atrial fibrillation episodes. Upon review, the pulse generator had intermittent atrial undersensing; however, the device was still sensing well enough to appropriately mode switch. No patient symptoms were reported. Programming change was discussed. No further information was reported.